Event description:
It was reported that the user temporarily did not see glucose readings on the ilet display while using a dexcom g7 sensor, and glucose readings spontaneously reappeared, consistent with a brief signal interruption and automatic reconnection. Symptoms included hyperglycemia with a reported blood glucose peak of 271 mg/dl and no associated clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting, review of pump alarm history, and education on transient signal loss. Investigation of this case revealed no device alarms, no persistent malfunction, and a transient communication loss between the ilet and the g7 without evidence of a hardware or component failure. It was concluded, based on previously established findings for similar reports, that the cause was transient signal loss due to external or environmental factors.

Manufacturer narrative:
Initial.